Manufacturer narrative:
(B)(4). Correction: date of this report ammended from 15 jan 2018 to 15 jan 2019. Method: the complaint (B)(4)myairvo humidifier was received at fisher & paykel healthcare (f&p) in new zealand for evaluation. The device was performance tested, and the audible alarm function was checked. The was no fault found with the speaker. The myairvo user manual states that the "myairvo 2 is for the treatment of spontaneously breathing patients who would benefit from receiving high-flow, warmed and humidified respiratory gases" and that "the unit is not intended for life support." The user manual warns the user: prior to each patient use, ensure that the auditory alarm signal is audible by conducting the alarm system functionality check described in the alarms section. The alarm system functionality check instructs the user on how to test the alarm and states that "if either alarm signal is absent, do not use the unit. Contact your fisher & paykel healthcare representative."

Event description:
A healthcare facility in canada reported, via a fisher & paykel healthcare (f&p) field representative, a fault with a myairvo 2 humidifier. Upon assessment of the device at the f&p regional office on (B)(6) 2019 , it was found that the audible alarm was not working properly. There was no reported patient consequence.

Manufacturer narrative:
(B)(4). The complaint pt100 myairvo 2 humidifier is currently en route to fisher & paykel healthcare in (B)(4) for evaluation. We will provide a final report upon completion of our investigation.

Event description:
A healthcare facility in (B)(6) reported, via a fisher & paykel healthcare (f&p) field representative, a fault with a myairvo 2 humidifier. Upon assessment of the device at the f&p regional office on 26 january 2019, it was found that the audible alarm was not working properly. There was no reported patient consequence.